Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected and device replacement was recommended, within 28 days. However, this patient was currently on palliative care (was do not resuscitate) with tachy therapies programmed off. It was reported a device replacement procedure was not desired, and the hospital wanted to continue bradycardia therapy. Technical services discussed reviewing the device data every 21 days to receive a new replacement window. The device remains in service. No adverse patient effects were reported.